Event description:
The pt was implanted with a contour spectrum post-operatively adjustable mammary prosthesis on 1/15/97. Subsequently, the pt experienced capsular contracture, pain and inflammation (seroma). The device was removed on 12/11/98.